Manufacturer narrative:
According to the information from the hospital the source of the infection is "staphylococcus epidermidis ." According to the literature, coagulase-negative staphylococci was identified, "as the most frequently found organisms of the normal skin flora" with the most prevalent and persistent species being s. Epidermidis and s. Hominis. A review of the manufacturing record reveals that the graft passed the limulus amebocyte lysate (lal) gel-clot assay and the serology reports from the tissue bank revealed that the donor was found to be eligible for tissue donation by testing performed at a clia certified FDA registered laboratory. The probable underlying root cause for the reported incident is hospital infection and not related to the sterility of the product used.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2013-00034/00035).

Event description:
Patient undergoing knee scope prior to acl surgery receive 2 doses of intergro plus. Subsequent visits to the hospital found the patient to have a staphylococcus epidermidis culture from wound site. Graft material was removed and patient underwent aggressive antibiotic treatment. Currently, patient is recovering and does not show signs of infection. Hospital has no other history of similar infection with usage of intergro plus.